Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Medical devices: guide wire: hiwire, 0.035 inch; cook medical, lunderquist extra-stiff wire guide, 0.035 inch, sheath: 5f boston scientific, heparin. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: miriam elisabeth uhlmann, md, et al, successful percutaneous access for endovascular aneurysm repair is significantly cheaper than femoral cutdown in a prospective randomized trial, journal of vascular surgery 2018, volume 68, number 2, pages 384-391. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. (B)(4).

Event description:
It was reported through an article identifying proglide devices that may be related to the following: technical failure, no hemostasis achieved, unable to advance proglide, conversion to surgical closure, major bleeding during conversion, endarterectomy due to near-occlusion, hematoma, mild pain . Specific patient information is documented as unknown. Details are listed in the attached article titled "successful percutaneous access for endovascular aneurysm repair is significantly cheaper than femoral cutdown in a prospective randomized trial".

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Hematoma, hemorrhage, occlusion, pain and surgery (surgical exposure) are listed in the proglide instructions for use as potential adverse events. The reported patient effects of hematoma, hemorrhage, occlusion and pain are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.